Manufacturer narrative:
Concomitant products: ddmb1d1 ICD implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured as high/undefined pacing impedance was observed. Reprogramming was performed to turn detections off. The rv lead remains in use. No patient complications have been reported as a result of this event.